Event description:
It was reported that the buttons on the insulin pump are unresponsive. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no down button response due to flattened button dome switch. No ramping of numbers on their own or scrolling bar moving anomaly noted. Unable to verify for sensor anomaly due to no down button response. No cosmetic damage noted.